Event description:
The patient reported feeling dizzy, jittery, lightheaded, and nauseated since the last device check where adjustments were made. The patient's heart was reported to be racing. The patient alleged that the device was not working. Follow up with the physician's office confirmed that the patient was seen again and noise was noted on the ventricular channel. The device was reprogrammed. The device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.